Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range shocking impedances on their chronic device. This device was implanted and high shocking impedances were once again found. All connection and lead adapters were checked as a possible issue, and it was determined that the rv lead was fractured. Once the lead was replaced, the impedance issues were resolved. To date, no adverse patient effects have been reported.